Event description:
The reporter stated that the surgeon inserted a 20.0 diopter, aq2010v three piece silicone lens and the trailing haptic tore off as the lens was pushed through the injector. The lens was removed without enlarging the incision. Another lens of the same was inserted. The pt's condition is good.